Manufacturer narrative:
Based on information provided, it cannot be determined if the alleged events of the patient's wound getting larger and hospital admission for infection was related to activ.a.c.¿ therapy system. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On mar 5 2018, the following information was reported to kci by the nurse: the patient's wound allegedly was worse, but improved with a compression wrap. On mar 19 2018, the following information was reported to kci by the nurse: the patient's wound enlarged after use and the patient had an inpatient hospitalization for an infection. The patient is medically fragile which most likely contributed to the wound worsening. The patient also has multiple comorbidities and it is difficult to tell if the v.a.c.® granufoam¿ dressing came into contact with the intact skin. Homecare was responsible for the dressing changes. The nurse indicated that the kci product may have contributed to the event and it is unknown if medical intervention was required to prevent worsening of the event. On jan 02 2018, the device passed quality control (qc) checks and met specifications before placement with the patient. On (B)(6) 2018, the device was placed with the patient. On mar 29 2018, the device was tested by kci quality engineering per qc procedures and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.